Manufacturer narrative:
The hospital is going to perform unit repair. Ge healthcare service declined. Customer contact reports no patient information available. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction causing an over delivery of pressure in the patient circuit. There was no report of patient injury.